Manufacturer narrative:
Results: the lantern was fractured approximately 34.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture. If the device is manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while advancing the lantern to the target location, the lantern broke at the mid-shaft. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.